Manufacturer narrative:
The first name of the initial reporter was not provided to bsc. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system stored an episode of pacemaker mediated tachycardia (pmt). The pmt seemed to be sinus driven and the algorithm successfully terminated the episode. In addition, loss of capture (loc) was suspected and an increased threshold on the right ventricular (rv) lead was observed. The patient presented bradycardia. Further monitoring was recommended. No additional adverse patient effects were reported. This pacemaker remains in service.